Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital in (B)(6) with 24mg/dl and in (B)(6), 2013 her blood glucose was 22mg/dl. The customer stated that the first time she passed out, and the second time she was in and out of consciousness due to her low blood glucose. The customer does not know if the kidney may be going into rejection, and the insulin might be staying active longer in her body. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.